Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An optometrist reported a patient complained of a foreign body sensation in the left eye one week post photo refractive keratectomy (prk). Examination showed epithelial erosion. A new bandage contact lens was inserted. Topical steroid dosage was increased and sodium chloride hypertonicity ointment were prescribed. Left eye began to hurt after bandage contact lens removal and blurry vision was reported. Upon follow up, this patient is being treated as this is a case of epithelial erosion post prk unlikely due to the laser. The patient appears to be healing at a typical rate/course and has resumed standard post-operative care and visits with sodium chloride hypertonicity ointment being added prophylactically to prevent further erosions. Preservative free artificial tears are also being used.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).